Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned instead of an ec45a. The device was received in good visual conditions and with one ecr60b cartridge reload present. The cartridge reload was received fully fired. In addition, several b-formed staples were found inside the cartridge deck. The device was with the anvil closed and with the indicator in the lock position. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open liver resection procedure, the device was fired on tissue and could not open. The tissuelink device was used to cut around the jaw to remove the device. It is unknown if there was any tissue damage. Another device was used to complete the procedure. No adverse consequences reported. One device and one blue load will be returned.